Manufacturer narrative:
The device was returned, and the evaluation confirmed the reported event. Based on the results of the investigation a definitive root cause cannot be identified. However, it is most likely that the air/water cylinder (tube) and air/water tube had foreign objects contributed to the reportable malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited air/water cylinder (tube) and air/water tube had foreign objects. There were no reports of patient involvement.